Manufacturer narrative:
Consumer experienced blisters on their gums. Date of event is approximate. The model number and serial number of the airffloss handle were not provided. Complaint received from (B)(6). Device manufacturing date not available due to airfloss handle not being returned.

Event description:
Consumer called stating that they had shooting pains and blisters on their gums, after which they sought medical attention and did not use the airfloss product again for some time. After using the airfloss again, the consumer stated that they experienced pain and sought additional medical attention.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.